Event description:
It was reported that stent damage occurred. The target lesion was located in a very calcified previous bypass graft located in the diagonal to marginal. The first lesion in the diagonal graft was successfully treated with a non-bsc stent. Dilation of the lesion in the proximal marginal graft was performed at 20 atmospheres using a 2.5x12mm balloon catheter. Then a 4.00 x 16mm synergy¿ stent was advanced but was not able to cross the lesion. Several attempts were made but were unsuccessful. The device was removed from the patient and it was noted that some struts on the proximal side of the stent were bent. The lesion was then dilated at 20 atmospheres using a 3.0x15mm balloon catheter and the procedure was completed using a 4.0x15mm non-bsc stent. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found that two of the stent struts on the 5th most distal row were raised and bent towards the tip of the device. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. All the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a very calcified previous bypass graft located in the diagonal to marginal. The first lesion in the diagonal graft was successfully treated with a non-bsc stent. Dilation of the lesion in the proximal marginal graft was performed at 20 atmospheres using a 2.5x12mm balloon catheter. Then a 4.00 x 16mm synergy¿ stent was advanced but was not able to cross the lesion. Several attempts were made but were unsuccessful. The device was removed from the patient and it was noted that some struts on the proximal side of the stent were bent. The lesion was then dilated at 20 atmospheres using a 3.0x15mm balloon catheter and the procedure was completed using a 4.0x15mm non-bsc stent. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.